Manufacturer narrative:
The patient's device was not available for an evaluation, however test were performed on a similar device. The device was manufactured per patient's prescription. A review of the material lot was performed and found no non-conformances. A series of biocompatibility test were performed on a similar thermoformed mouth guard, and it was found that the sleep device materials have been found to be biocompatible. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation, found in any of the test articles. The incident is being monitored, tracked, and trended.

Event description:
It was reported that the patient experienced an allergic reaction while using a comfort splint device. The patient experienced a reaction in the throat, on the lips, and in the lingual region. The patient experienced the allergic reaction 10 days prior to notifying the dentist of the reaction. Information was then received at a later date from the doctor, reporting the patient was having issues with the fit of the device. Therefore, causing the patient to suck in her cheeks and that the patient did not suffer an allergic reaction due to the device. A second device was made for the patient and there were no further issues. Additional clarification was requested from the doctor on (B)(6) 2018 to inquire about the determining factor(s) that led to the device being ruled out as a possible cause, in the patient's reaction. The doctor stated that patient suffered a reaction, however it was due to a different cause, and not as a result of the device. The doctor stated the device did not cause the patient's reaction and refused to comment and provide additional details. Therefore, at this time, the device cannot be ruled out.